Event description:
Customer reportedly received results of 250 mg/dl and 105 mg/dl within 1 minute on the nano system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.